Event description:
A report was received that the patient has undergone an explant of the ipg. No further information is known at this time.

Event description:
A report was received that the patient has undergone an explant of the ipg. No further information is known at this time.

Manufacturer narrative:
(B)(4). Additional information was received that the patient was explanted due to ineffective therapy and the need for an MRI. The patient is reportedly doing well following the procedure the explanted device was not returned to bsn as it was discarded by the medical facility.